Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported their wires got tangled after pulling their pants down, so they wanted to know if they should be taped. It was unknown what may have led or contributed to this, but the issue wasn't resolved. The patient later reported they received a message on the right stating ¿settings not available cannot provide your desired settings¿ so they were unable to increase stimulation. The patient tried changing to the left, but they were unable to increase past 0.1 and received the same message. The patient tried changing back to the right where they were unable to increase past 0.1 as well. As of (B)(6) the patient was still unable to increase stimulation. No complications were reported.